Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as red weeping skin under the front therapy pad. It was reported the irritation appeared as bubbles. The patient generally has sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used erboristal for the irritation, the irritation improved with the use of (B)(6), a zinc oxide and vitamins prescribed by the general practitioner. Follow up indicated the irritation improved